Event description:
The problem is in regards to karl storz rigid endoscopes. Dating back to 2008, I have found 8 examples. The epoxy sealing the light fibers at the tip of the scope is either shrinking or falling out leaving a sharp edge at the tip of the scope. The rigid endoscope is inserted in a pt during laparoscopic surgery. I have notified karl storz sales and service reps. They have informed regional managers who have informed repair administration and regulatory affairs personnel. I last raised the issue with karl storz in september 2008 after the third failure. They were sending the devices to germany to be examined. I have not been informed of results. Karl storz offered to replace any others which failed with a newer version. Since that month, I have had 5 more failures. There is a potential for pt injury due to the sharp edges or complications due to a foreign material left inside a pt.